Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high right ventricular (rv) lead impedance and a lead fracture. It was also reported that the atrial lead was extracted because it was "dropped" during the rv lead extraction. Both leads were replaced. No patient complications have been reported as a result of this event.